Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on, indicating a power supply failure. A field service engineer (fse) identified that the failure of auxiliary drawer 5.1 was preventing the station from booting. The drawer controller card was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not powered on due to power supply failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.